Event description:
The facility representative reported a flogard infusion pump with a failure code of 90. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed during device evaluation. The cause was not identified and no repairs were performed for the reported condition. The device was found to be out of specifications for an ancillary event not related to the reported condition. A service history review was performed revealing that this device was not previous serviced. Should additional relevant information become available, a follow-up MDR will be submitted.